Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's wife reported via phone call that the customer was hospitalized for high blood glucose. Customer's blood glucose was almost 800 mg/dl. Customer had changed set but was not getting insulin. No troubleshooting was done. Customer was in the intensive care unit at the time of call. Customer will not be returning the device for analysis.